Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of two external batteries and an internal, emergency battery. Syncardia initiated a CAPA (corrective/preventive action) to address the companion driver caddy power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The syncardia companion hospital cart is a large art with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion hospital cart power cord became disconnected during the night. The customer also reported that companion 2 driver's external batteries had depleted and that the driver was being powered by the internal emergency battery. The customer also reported that the power cord was reconnected to the hospital cart and that the external batteries were replaced with fully charged batteries. There was no adverse impact on the patient as a result of the disconnection of the power cord.